Manufacturer narrative:
The device was not returned to the MFR for eval. If the device should be returned, a f/u medwatch report will be submitted.

Event description:
It was reported that the pulsavac plus unit got hot during normal use. There was no report of injury or adverse pt consequences associated with this incident.